Event description:
It was reported that the patient with this neurostimulator reported pain, itchiness, inflammation and discomfort in their vaginal area. They saw their physician 3 weeks prior and they were told that all was fine with their implant. The patient began experiencing issues that night. The patient turned off their stimulation 10 days ago but later turned it back on. The patient believed that someone adjusted their stimulation without their consent because they woke up at 2:00 am in excruciating pain. The patient turned off their therapy in both of their implants after that and confirmed that they remained off. They then reported that both of their legs were red and itchy previously, but they had both healed. The patient also noted that they had a pacemaker implanted 2 and a half months ago and had been taking medication for the past 2 months for that. Later, the patient reported a urinary tract infection 2 and a half months prior with intense pain. It was determined that the patient also had a bladder infection. The patient was prescribed antibiotics to treat the uti. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket/510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 4101. Serial number: (B)(6). Model/catalog description: f15. Unique identifier (UDI) #: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator reported pain, itchiness, inflammation and discomfort in their vaginal area. They saw their physician 3 weeks prior and they were told that all was fine with their implant. The patient began experiencing issues that night. The patient turned off their stimulation 10 days ago but later turned it back on. The patient believed that someone adjusted their stimulation without their consent because they woke up at 2:00 am in excruciating pain. The patient turned off their therapy in both of their implants after that and confirmed that they remained off. They then reported that both of their legs were red and itchy previously, but they had both healed. The patient also noted that they had a pacemaker implanted 2 and a half months ago and had been taking medication for the past 2 months for that. Later, the patient reported a urinary tract infection 2 and a half months prior with intense pain. It was determined that the patient also had a bladder infection. The patient was prescribed antibiotics to treat the uti. There were no additional patient complications.

Manufacturer narrative:
Device 1: product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 (B)(4). Device 2: product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 (B)(4).